Event description:
It was reported that the patient's right ventricular lead exhibited a failure to capture. No device intervention was performed. The patient's condition was unknown. No further information was reported.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information received notes the patient didn't experience any symptoms, no other electrical anomalies were observed and no programming changes were made. The patient's condition before, during and after the procedure was normal and stable.